Event description:
A pump declared an altitude alarm, which led to the customer's insulin being suspended. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer to clean the speaker holes and reload a new cartridge; however, the alarm recurred shortly after. The customer was contacted by technical support for backup insulin therapy and subsequently declined further troubleshooting efforts. Customer support was involved in the process, and it was recommended to replace the pump if necessary.